Event description:
A customer in (B)(6) reported a (B)(6) for a (B)(6) in association with the vitek® 2 ast-p654 test kit. The test results were: initial testing = (B)(6). Repeat testing = (B)(6). Other test results were (B)(6). The strain identification was confirmed with vitek ms. The customer stated the first test was (B)(6) and (B)(6) in which the wrong results were reported to a physician, but were corrected after the merlin-bmd retest. The customer stated there was no patient impact, but a delay in reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The customer obtained ox susceptible/ oxfs negative results when testing an isolate on vitek® 2 ast-p654 cards in 7.01 software. The customer then updated their system to version 8.01 and repeated the testing. They obtained ox resistant/oxsf negative results. Pbp2a and meca pcr were both positive. Strain and raw data are not available for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek ast-p654 lot # 8040780103 met final qc release criteria. This lot passed qc performance testing.